Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, d10, g4, g7, h2, h3, h4, h6, h10. Review of the most recent repair record determined the plug harness was replaced and resolved the reported issue. Review of the previous repair record identified that the insulation of the cable was damaged which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g4, g7, h2, h10.

Event description:
A bad electric contact appeared as soon as the device was connected. After several attempts to disconnect, reconnect, the surgeon stopped the use of this device. Another way for the patient was used, a much longer healing process was used, instead of a skin graft that would have been better and much faster for the patient. No exact date would be available. The event occurred during surgery. There was a delay, but unknown how long. There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that device notched/cut cable. No adverse event was reported as a result of this malfunction.